Manufacturer narrative:
The customer repeated approximately 10,000 patient samples to check instrument performance on 3 c513 analyzers (analyzer a serial number was (B)(6), analyzer b serial number was (B)(6), analyzer c serial number was (B)(6)). The customer questioned the results for 63 patient samples. Of the data provided for the 63 patient samples, the results for 16 patient samples were discrepant. Refer to the attached data for the patient results. For analyzer a (serial number (B)(6)): the field service engineer (fse) performed a system health check on 27-mar-2024 and performed additional preventive maintenance on 19-apr-2024. The analyzer was operating within specification. For analyzer b (serial number (B)(6): the fse readjusted the sample probe, reagent probes, and rinse levels, replaced seals, diaphragms, and the gear pump head, and cleaned the vacuum valves. The analyzer was operating within specification. For analyzer c (serial number (B)(6) ): the fse adjusted the reagent probe and cleaned a valve and the cell rinse nozzles. The analyzer was operating within specification. For all 3 analyzers: reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. Since multiple service actions were completed, the specific cause of the event could not be determined. The service actions resolved the issue. The customer has not complained of any further issues.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for tina-quant hemoglobin a1cdx gen. 3 (hba1c) between 2 cobas c 513 analyzers at the customer site (analyzer a and analyzer c). The result from analyzer a was 6.7%. The result from analyzer c was 5.8%. The physician questioned the difference in results.

Manufacturer narrative:
Analyzer a serial number was (B)(6). Analyzer c serial number was (B)(6). The hba1c reagent lot number was 733769 with an expiration date of 31-oct-2024. The investigation is ongoing.